Event description:
Customer reported a motor error alarm and a blank display on her insulin pump. Troubleshooting found the customer had the battery upside down. Customer's blood glucose was 134 mg/dl. Customer also reported a motor error alarm that occurred during a bolus delivery. Troubleshooting did not find any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.